Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: 3523034 0 non-conformances on this lot number final micro and sterility tests passed all qc release specifications met . The concomitant products were identified to be competitor products used in conjunction with the previously reported adverse event.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2013, the patient underwent a primary right knee arthroplasty to address osteoarthritis. The patella was resurfaced and competitor products were implanted with two batches of depuy cement. There were no indicated intra-operative complications. On (B)(6) 2014, the patient underwent a right knee revision to address pain, large bloody effusion, and tibial tray loosening at the cement to implant interface. The surgeon revised the competitor tibial tray, tibial insert, and femoral component. The competitor patellar component was retained. The patient was revised with competitor products and unknown cement. There were no indicated intra-operative complications. Doi: (B)(6) , 2013 dor: (B)(6) 2014 right knee.